Event description:
On (B)(6) 2022, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter would not power on after inserting a test strip. The complaint was classified based on the customer care agent (cca) documentation. The patient alleged that the power issue started on (B)(6) 2022, at night. The patient stated that she felt her sugar levels went up and tried to test with the subject meter. The meter did not turn on after inserting a test strip and the patient started developing symptoms of ¿dizziness and headache¿. The patient manages her diabetes with diet and exercise only and denied that she took any action in response to the alleged issue. The patient went to the clinic due to having the symptoms, where she was treated by an hcp with oral medication (januvia) and with insulin shots. The patient did not report whether a blood glucose test was performed on another device. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and there was no indication of misuse to the device. The patient had used the correct test strips and confirmed that the subject meter would power on by using the power button. The cca walked the patient through a retest with a new test strip and the meter did power on. The patient did not need a replacement meter as she was now able to receive a blood glucose reading. This complaint is being reported because the patient claims that she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms/signs suggestive of a serious injury adverse event after the alleged meter issue began.